Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and that the patient had recently underwent lead revision. The lead remains in service. No additional adverse patient effects were reported.